Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no message" alarm. Subsequently, the pump was replaced. No patient consequences were reported. No adverse effects were reported.